Event description:
(B)(4). It was reported that side branch event occurred. In (B)(6) 2013, patient presented myocardial infarction and stable angina (ccs classification: the patient had abnormal stress test or imaging stress test indicating ischemia prior to procedure and objective evidence of ischemia. The patient was referred for cardiac catheterization. Target lesion was located in the distal left circumflex (lcx) with 85% stenosis, a length of 12 mm, and reference vessel diameter of 3.00 mm. Target lesion was treated with pre-dilatation and placement of a 3.00 x 28 mm study stent, residual stenosis was 0%. Baseline core lab angiography result revealed 0% side branch stenosis at distal lcx. Post procedure angiography revealed 70% 'branch percent stenosis' in distal lcx. On the following day, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).